Manufacturer narrative:
(B)(4). D10: 010000857 g7 neutral e1 liner 36mm e 6453164. 51-101100 tprlc 133 fp type1 pps ho 10.0 6180882. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial right total hip arthroplasty completed. The patient presented for an office visit due to severe right inguinal pain. The patient reported to have started pilates and new exercises. X-rays showed the implants were in satisfactory position without complications. The patient was diagnosed with hip flexor tendonitis, instructed to limit pilates for 2 weeks, and was prescribed an oral steroid dose pack. The patient did well until the patient reported to the care team of worsening groin pain along with difficulty raising leg. The patient was given an ultrasound and fluoroscopically guided right psoas bursa injection.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Devices are used for treatment. The reported products were reviewed for compatibility with no issues noted. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: an initial right total hip arthroscopy was performed approximately 6 years ago. Subsequently, approximately 4 years post implantation, at a follow up, the patient presented with pain. The x-rays showed no abnormalities. The pain continued to worsen, so a bursa injection was performed a year later. A definitive root cause cannot be determined. This complaint was confirmed based on the provided medical records. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.